Event description:
The complainant reported that during a therapeutic ercp with lithotripsy, one stone was successfully removed. However, the lithotripter basket would not open during an attempt to remove a second stone. It was also reported that during the attempt the control wire bent. The procedure was completed using another device and there were no reported adverse affects to the pt.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not yet been performed, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.